Event description:
Putting together trauma tray from previous case and noticed tip was broken. No injuries

Manufacturer narrative:
The reported event of the broken screwdriver tip could be confirmed. Based on the investigation, the root cause of the breakage was attributed to a user related issue. The tip breakage was caused due to high applied mechanical force during screw insertion. The visual examination revealed that the tip is completely broken off. The torsional force is clearly visible, which indicate the characteristics of a typical torsional overload breakage. (Note; putting together trauma tray from previous case and noticed tip was damaged). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing problems were found during the investigation.

Event description:
Putting together trauma tray from previous case and noticed tip was broken. No injuries.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.